Event description:
Needle broke in half while md was suturing. Both pieces removed successfully and without incident. X-ray taken. No harm to patient or staff. Visual inspection of the needle/suture prior to use did not indicate that there was a problem. The physician and staff involved in the case are very experienced and have not had this kind of event before. We have not had this kind of event since this occurred. The physician was surprised that the needle broke. The surgeon reports that normal force was used. Staff and the md involved in the event do not know why the event occurred. The pieces of the device and the packaging were not saved. Staff obtained another suture/needle from the same manufacturer/lot and the surgeon completed the case.